Event description:
An ophthalmologist reported tip broke in half whilst in the middle of a procedure. The phacoemulsification tip was in the eye at the time. The surgeon noticed and removed the broken tip. No patient harm was noted. The surgery was completed with the replacement of tip.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation. Possible lot numbers were identified; however they are not valid phacoemulsification tip lot numbers therefore, a device history record review could not be conducted. The photo attached to the parent complaint was reviewed by the manufacturing site. The photo is of a broken phaco tip in a tray, the reported product complaint is confirmed. The report of broken phaco tip is confirmed based on the photo attached to the parent complaint. However, because a sample was not received at the manufacturing site and no phaco tip lot numbers were provided, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).